Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lateral fusion at l1-l2-l3 and at l5-s1 using rhbmp-2/acs. Postoperatively, patient developed an epidural abscess, necessitating debridement and IV antibiotics. Follow-up records reportedly indicate that the patient continued to experience significant left leg pain. A CT scan reportedly indicated foraminal encroachment on the left side at l3-4 and l4-5 with bony overgrowth. As a result, the patient has required extensive medical treatment and continues to suffer from daily, debilitating pain. The patient has never recovered from her surgery involving bmp, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.